Manufacturer narrative:
A ceiling lift (the client did not provide details of the lift used during the incident) and an arjo sling were used to transfer the patient from bed to chair. It was reported that one of the sling's loop broke while transferring the patient. The picture provided in the complaint shows that the loop was cut. The complaint information, along with the photographic evidence, was forwarded to the sling¿s manufacturer for further analysis. Upon reviewing the photographic evidence, the manufacturer assessed that there was no failure of the sling's stitching or fraying of the strap's material observed. It was determined that loop might have been cut by a sharp object. However, the customer did not confirm such scenario. As the result, the root cause of the reported problem was not determined. The instruction for use for passive clip sling (04.sc.00-int1_5) contains information that: " the sling should be kept away from sharp edges, corrosives or other things that could cause damage on the sling." "The caregiver shall inspect the sling before and after every use." To sum up, the ceiling lift and the arjo passive clip sling were used as a system for a resident transfer when the event occurred. The sling loop broke and from that perspective, the system failed. The complaint was reportable due to allegation that loop ripped during use.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The patient was transfer by the caregiver by using the ceiling liftit was reported that during the patient transfer from a bed to a chair the sling loop ripped off. No injury was reported.